Event description:
It was reported that the user could not drag and select a time to pause insulin on the ilet, while other functions such as meal announcement and general navigation worked normally. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included no medical intervention, no hospitalization, and continued device use for all other features. Investigation included user education and planned in-person training to confirm the pause timer function, with escalation to customer support if the issue is confirmed. Investigation of this case revealed a suspected user interface or touchscreen interaction issue affecting the pause timer control, with no evidence of insulin delivery error or broader software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely use error or interaction with the user interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.